Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump alarmed while connected to a patient and displayed error message 1870 on the screen. At the time of the alarm, the pump was programmed to deliver a continuous infusion at 2.2 ml/hr with an original reservoir volume of 100 ml and a remaining volume of 99.8 ml. The air detector and upstream sensor were both enabled, and the pump lock level was set to level 2. The planned length of infusion was 46 hours. A closed system transfer device (cstd) was used to fill the cassette, and the pump was used to prime the extension tubing. There was no patient injury.